Event description:
Contact reported that 3-months post op pt complained of pain. It was found that one of the monarch screws had broken and a revision procedure was performed. As surgical intervention may be required an MDR shall be filed to document this event.